Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles; complaint was reported via e-mail. Customer's e-mail stated they have been using the pen needles for "quite some time" and noticed issues with the pen needles that were "switched from having the green tab to the yellow tab." Customer stated that the pen needles were "extremely hard to twist." No symptoms or medical intervention related to the use of the product were reported. Lot information for the pen needles was not provided. Manufacturer attempted to contact customer via telephone; manufacturer was unable to establish contact with customer, no further information was able to be obtained.